Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and insulin pump therapy was resumed during the hospitalization. The pt's mother reported that they have changed the type of infusion set being used and have continued to use the pump with no reported subsequent events.